Manufacturer narrative:
The recipient reportedly elected revision due to needing an MRI. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silastic overmold on the top cover and bottom cover. In addition, the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imagining inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra device is no longer distributed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly was experiencing lack of progress. The recipient elected for revision surgery, despite the device testing being within normal limits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics device.

Manufacturer narrative:
This is the final report.